Manufacturer narrative:
Rms reports data have been analyzed and estimation of the longevity has been performed: at the date of implantation, the battery voltage was 3,05v (which is a correct battery voltage value according to the manual : >3,04v). On the rms report dated of november 2, 2022, the projected time to rrt calculated by the programmer is 99.6 months, i.e. 8.3 years (which corresponds to 7-10 years displayed). This predicted longevity is consistent with the operating conditions of the device. No issue is suspected on the subject pacemaker.

Event description:
Reportedly, the medical team asked why the longevity estimation is "7-10 years" few months after the implantation of the device.